Event description:
On (B)(6) 2012, the patient's programming history was reviewed and it was discovered that on (B)(6) 2007, a faulted system diagnostics test occurred which changed the patient's settings. No final interrogation was performed and it wasn't until the patient's next visit on (B)(6) 2008, that the settings were observed.

Manufacturer narrative:
Analysis of programming history.